Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Pump error 54 and error 3 found in the device history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unresponsive select button and multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the button was not unresponsive during an easy bolus attempt. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.